Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address early instability and dislocation. Pt described rolling over in bed and hearing a loud clunk. The joint had dislocated.